Manufacturer narrative:
Device has not been explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received from the patient: the implant was implanted in 2005 due to a disc herniation. On an unknown date after the implant she was involved in a car accident. Approximately fourteen (14) months after the surgery, the patient started to experience neck pain and problems with neck rotation. The patient has seen several surgeons; however, she was told she cannot have the implant removed due to heterotrophic ossification. Patient also stated that the implant was placed too far ventral. The patient currently cannot bend her neck and has lost function in/use of in her left hand. In addition, she takes a lot of pain medication. It was also reported that the patient believes the implant has migrated four (4) millimeters.

Manufacturer narrative:
(B)(4). Part and lot numbers are unknown.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient received the implant in thailand. It was reported that the patient fells as though the implant is too small and would like to receive additional information regarding the dimensions of a proper implant. In addition, the patient would like to know if the implant has been implanted properly. It was reported that the surgeon referred to a shoulder surgeon. However, the shoulder surgeon told the patient she did not have any shoulder issues.

Event description:
It was reported that a patient implanted with prodisc-c is having pain. The patient was implanted with the prodisc-c device on an unknown date outside the united states. Postoperatively, the patient is experiencing radicular pain and intense shoulder pain. The patient would like to have the device explanted. This report is for one unknown prodisc-c implant. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received by the credit management department on (B)(6) 2015: the patient's physician reported that the patient was implanted with the incorrect-sized device and that the implant flipped forward. Later in the message, however, the physician clarified that the device was a misfit. It was then reported that the patient is a quadriplegic, is in a great deal of pain, and has other complications. The reporting physician stated that the quadriplegia and pain are a result of the implant. The patient needs immediate revision, but no information has been provided as of yet regarding a scheduled date.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not reported. Implant date is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.